Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The t:slim pump user guide states: amusement park rides-very powerful electromagnets are sometimes used on ¿free-fall¿ or thrill rides. Remove your t:slim system and do not take it on these types of rides. Also, you should disconnect the infusion set from your body while on high-speed/high-gravity roller coasters. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was on an amusement park ride when a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. It was indicated that the customer had alternate insulin therapy available.